Manufacturer narrative:
The customer reported that upon a pt incident, the telemetry did not alert a red alarm. The initial report from the customer indicates that the monitoring was unrelated to the pt death. Philips is in the process of obtaining additional info regarding this incident and the complaint remains under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that upon a pt incident, the telemetry did not alert a red alarm.